Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they have been experiencing both high and low blood glucose levels. They stated that since (B)(6) 2014, he has had low blood glucose levels around 40 mg/dl and 50 mg/dl. The customer¿s current blood glucose level is 227 mg/dl. The customer stated that he feels symptoms such as: his head feels funny and he has to be careful when walking. He does not have a back-up plan and has only treated with the pump. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer declined the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product is not being returned for analysis.